Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 4 atmospheres for 3 seconds, contrast media was found to be leaking under fluoroscopy and the balloon ruptured. The procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was stable.